Event description:
It was reported that the pump displayed an unable to proceed alert and multiple occlusion alerts, during which the ilet showed high blood glucose reported at a value of 401 mg/dl. The user administered a subcutaneous insulin pen dose and later performed a supply change with contact detach infusion set, after which delivery resumed without further alerts, indicating an obstruction of flow related to the connector/coupler. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy without emergency care. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed deformation associated with the connector/coupler consistent with an obstruction of flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.